Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customers blood glucose (bg) level was "high"; although specific value was not provided. Customer addressed elevated bg via correction bolus. Customer will continue to use the pump for insulin therapy; however, a replacement was sent to the customer.